Event description:
The customer observed nine occurrences of architect havab-m (B)(6) results (no data provided by the customer) when reagent lot 95989hn00 was in use. The havab-m assay calibration and quality controls were ok. The customer replaced the reagent and re-ran the nine (B)(6) samples and obtained (B)(6) results that were consistent with expectations. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
Upon further review, the customer's issue is not associated with remedial recall 2623532-1/4/10-001-c and is unassigned from that remedial action.